Manufacturer narrative:
Additional information: h6, h10 device analysis: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and performed functional tests and the pump alarmed error code 112. It was noted that the error code 112 could be a problem with lead screw, drive rod or motor. Further investigation of the pump determined that a faulty motor is the root cause of the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited " alarm and could not load syringe. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.